Manufacturer narrative:
Product code (d2b) - additional product code qon. Premarket / 510(k) # (g4) - additional premarket / 510(k) # p190006.

Event description:
It was reported that a patient with this neurostimulator was observed undergoing an explant procedure. Upon inquiry, the physician's nurse indicated that the device was not effective for the patient and was causing discomfort. There were no further patient complications.